Event description:
Event description guidant received information that this device has an elective replacement indicator. The caller indicated it had been programmed to the default settings and has been implanted for 5 years. Technical services indicated the average longevity at the default settings is 6 years. The device would have to be analyzed to investigate longevity in detail.